Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the helix tip of the lead broke while attempting to reposition the lead in the atrium. The tip was left in the patient and a new lead was implanted.